Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken and was unable to confirm if the sensor was damaged before or after the customer opened/used it. The insertion needle was inspected for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specification.

Event description:
The customer reported via phone call that she was having lost sensor alert issues, and that she might have inserted the sensor incorrectly. Her blood glucose at the time of incident was 94 mg/dl. The customer stated that during insertion the needle hub was hard to remove; she believes something went wrong during insertion. Troubleshooting was initiated and the customer's insertion technique was reviewed. The customer was advised to change her sensor and that the current one may not have been working or was dislodged, bent, retracted, or damaged. The sensor was returned for analysis and a replacement sensor was shipped to the customer.